Event description:
It was reported that when the m.d. Split the sheath, the introducer frayed at the hub on both introducer. They were both from the same lot. Md was still able to split the sheaths and there were no adverse events, but he did not like the way they split and left a thin strand attached to the hub. Neither introducer was returned. This is the same event as MDR 2183787-2015-00058.